Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient determined her cgm values had been 100 points higher than her bg. The day of the event, the patient self-treated with insulin based upon her cgm value. At the time, she was unaware the cgm values were inaccurate and she felt herself going low from dosing too much insulin. She started ingesting juice and applesauce; however, she experienced a seizure. The last cgm value she recalled prior to the seizure was 52 mg/dl. Her sister called an ambulance who treated the patient with IV glucose and transported her to the hospital. The patient regained consciousness in route to the hospital. Upon arrival to the emergency department (ed), a bg was performed (value not provided) and the staff confirmed the cgm value was 100 points higher than the bg. The patient¿s cgm/bg values were not provided. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.